Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was freezing and that it was taking a long time to boot. The programmer would not start. The programmer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer took a long time to boot up. The hard drive was reimaged and the software was reloaded. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests.

Event description:
It was further reported that the programmer was returned.